Event description:
While trying to rotate the drill bit through the drill guide right, the cutting edge of the drill bit shaved metal off of the drill guide. Event did not occur during a procedure. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Event did not occur during a procedure. Subject device is an instrument and is no implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.